Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device intermittently would not turn on and subsequently displayed a red x and beeped. There was no patient involvement.